Manufacturer narrative:
Follow-up #1: date of submission 01/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2015 with the following findings: investigators were unable to duplicate the original no power complaint during testing. The pump powered on with a returned battery cap; however, the battery cap was unable to fully tighten. The battery cap threads were damaged. In addition, the battery compartment threads were damaged and the battery compartment was cracked in three locations. A review of the black box data revealed a single power-on-reset event associated with a battery change. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. Upon removal of the pump case, no evidence of moisture or loose components was observed internally. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had lost power. The battery compartment was reportedly cracked and the battery cap reportedly could not be tightened on to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.